Event description:
It was reported that the device had the service light illuminated. Physio-control evaluated the device and observed several fault codes logged in memory indicating a possible intermittent device failure to recognize the installed battery in the past 18 months. There was no patient involvement associated with event.

Manufacturer narrative:
(B) (4). Physio-control observed that customer recently installed a new battery in the device. Physio cleared the serval fault codes logged in the memory and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio was unable to determine if the fault codes were transient or ceased due to the new battery. The root cause of the reported issue could not be determined.